Event description:
It was reported that the patient complained of pain at the pacemaker site. There were no performance allegations against the lead. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).